Event description:
Patient reported pain at the implant site.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit: (B)(6) 2017- light crepitus on right foot, but not considered abnormal finding (B)(6) 2017- notes patient is running again, feet ok, left hip concern ¿ cortisone injection x2 (B)(6) 2017 migration of screws, possible reaction to metal (does not provide confirmation of this) plan vos screws hallux both feet (B)(6) 2017 op report: (B)(4) doc 1 en.pdf (pgs.5-6) & (B)(4) doc 2 en.pdf (pgs.1-2) asa ii, general anesthesia pre-op dx ¿ status after hallux valgus correction w/screw removal due to annoyance removed 2 screws, closed capsule and dressed. Repeated on contralateral side (both right and left foot screws explanted) device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient had a reaction to the screw in the left foot. No revision procedure has been reported to date.